Event description:
As reported through (B)(6), a 26mm sapien xt valve was deployed via transapical approach. No adverse event or device malfunction was observed. Postoperative echocardiography showed 3+ paravalvular leak (pvl). An additional valve was not implanted. It is unknown if additional intervention was required or performed. The patient¿s aortic annulus measured 23mm. Approximately 23 days post procedure, the patient¿s medical condition was complicated by chronic renal failure exacerbation, right heart failure, and severe tricuspid regurgitation, requiring multiple readmissions. The patient had a massive hemorrhage from a rectal ulcer that led to hemorrhagic shock induced multi organ failure. Ultimately the patient expired. The device¿s relationship to the death was denied.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Despite the multiple attempts made to obtain more information related to this case, that information could not be obtained. In this case, the cause of the reported severe pvl post valve deployment cannot be confirmed. It is possible that the paravalvular leak occurred as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. However, there was no allegation of a malfunction of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.